Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. Investigation summary the complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair procedure on (B)(6) 2021, it was observed that the purple suture on the 4.5 healix advance br3sut w/oc device snapped when tension was applied as it was being inserted into the burr hole. After that, another suture on the device also snapped when the tension was applied. The anchor with the broken thread was left in the patient. Another like device was used to complete the procedure with a delay of within 30 minutes. There were no adverse patient consequences reported. No additional information was provided. The device was brand new and its first use at the surgery.